Event description:
Complaint rec'd reporting a leakage problem with one (1) 20130-01 spiros connectors w/cap. It was reported that "vincristine was being administered to pt via port. When medication was initially started, rn noticed small drip/leak of medication at site of spiros connection....full dose of medication was given and no other actions taken as leak/drip was very minimal amount, 1-2 drops noted... Was absorbed into the white chemo pad. Pt did not have any contact with leak/medication. Add'l incident information: rn also reported that when drawing back the syringe for blood return check, rn observed air was present in syringe. There were no reported adverse pt consequences. The involved 20130-01 device was discarded. Exact cause of the reported event is unknown.